Event description:
It was reported that after implanting a CT lucia 602 it was noted that the haptic was "sticking out". Thus, the lens was removed, and a spare lens was implanted. No adverse patient effect or clinically significant delay in procedure reported. No additional information provided.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that after implanting a CT lucia 602 it was noted that the haptic was "sticking out". Thus, the lens was removed, and a spare lens was implanted. No adverse patient effect or clinically significant delay in procedure reported. No additional information provided. The device is not being sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. There was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.